Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she received infusion sets packed in a bag and not in box and she has had more bent needles when she opens them up. Customer reported that she has had insulin leaked out of the infusion set and reservoir connection. Customer noticed the insulin leaks from the connector caps when she was priming with the plunger from the reservoir. Customer is unsure if the leak comes from the reservoir or infusion set. No insulin in the insulin pump because the reservoir was not inserted. Customer stated she had 2 reservoirs that had bent needles at the blue transfer guard and one from a different lot with the same issue. Blood glucose value is 140 mg/dl. Nothing further reported.